Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that he had issues with his sensor. The customer stated that the sensor read 200 mg/dl while his blood glucose was 45 mg/dl. The customer stated that he is on the third day of his sensor and he had about 4 cal errors. The customer stated that the alarm did not occur shortly after performing a "find lost sensor". The customer was advised that there was an incorrect blood glucose or delayed entry. The customer stated that the alert did not occur as a result of the first calibration attempt after init. The customer was advised to wait until the blood glucose is stable to calibrate. The customer was advised to call back if the issue persists.